Event description:
Maude event report (B)(4) states: pain and instability to walk properly after a total hip replacement. Implant is a depuy pinnacle metal on metal. (B)(6) 2012- litigation papers received. MDR decision has been reversed and initial emdrs have been created.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.